Event description:
During insertion of one of the pedicle screws, a nitinol guidewire bent as it was advanced further into the vertebral body. The guidewire was removed without difficulty and without removal of the screw. It was noted on final x-ray that the tip had snapped off and remained in the vertebral body below the tip of the screw. Upon inspection of the guidewire, it was noted that the threaded section was approx 7mm shorter. It had snapped in the threaded section. The surgeon stated that he was usually careful to remove the wire as he advances the screw but for some reason he did not. The surgeon reviewed the x-rays and determined that the tip was lodged firmly into the vertebral body and was further locked by the pedicle screw. The possibility of the tip moving was regarded as extremely slight and to remove it would cause alignment problems and delay the surgery. The decision was made to leave it. The pt has recovered well and had experienced no ill effects.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.